Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee, which was "operated in 2014 had flexion problems as a result of bumper insert fracture." As reported by a senior staff engineer, "by looking at the pictures, it looks to me that the axle is backed out."

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding crack/fracture involving a jts, distal femur, bumper was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2014. The surgeon reported that the patient had knee flexion issue. One of the senior staff engineers reported that the axle backed out and possible bumper fracture. The image provided shows that the axle has backed out laterally and the femoral component was disengaged with the tibial hinge, but the bumper fracture cannot be clearly observed although some debris in the knee joint may indicate fracture or wear of the bumper. The above radiographic observation maybe able to explain the clinical problem of the knee flexion. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 17 july 2013 with no reported discrepancies. Complaint history review: lot ID: b11927. There have been no other relevant events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee, which was "operated in 2014 had flexion problems as a result of bumper insert fracture." As reported by a senior staff engineer, "by looking at the pictures, it looks to me that the axle is backed out."